Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the corneal flap was not as usual during a laser assisted flap creation procedure. Flap was very sticky during lifting. The setting parameter was not changed after confirming. The indoor humidity was normal. The system didn't show any error code and the laser energy was within the normal range but the flap performance did not meet the surgeon's expectation. Service team was informed and will check the system. The surgery was completed. The patient is being kept under continuous observation. The physician stated the machine needed to be checked but it's possible that the patient's cornea was originally abnormal.